Event description:
I had the essure procedure done in 2007, to prevent anymore pregnancies, and after I got it done I've noticed lots of back pain, prolonged menstrual cycles, heavy bleeding, very painful while being intimate, bleeding on random days when I'm not due for my cycle, there are days I just crawl into fetal position just to bare with the pain, I've been suffering with all this for 8 years, I've seen my gynecologist for help with my cycle but that didn't work, I need to know what is going on with this essure, I've recently spoke with the doctor who inserted the essure and he said there are two ways to not have to deal with this pain, 1. He can go in again and try to remove the essure but then there's a chance I can hemorrhage, 2. Get a hysterectomy, I'm (B)(6) old and two children! If I would've known this would be the side effects I would've just gotten my tubes tied, but since the doctor assured me this was a great procedure to have, I did it, and now look !!! I have the essure card he provided for me with a lot num on it, I can be reached either by phone or email, my cell # (B)(6). Please let me know, thank you.